Manufacturer narrative:
This is 1 of 1 initial/final MDR that will be submitted for this complaint associated with MFR# 2954740-2016-00319. (B)(4). Concomitant medical products: guiding catheter (9fr cello, (B)(4)); micro catheter (prowler select plus); penumbra system; micro catheter (trevo, (B)(4)). The revive se will not be returned and without a quality issue alleged root cause analysis cannot be performed. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective or preventive actions will be taken. Cerebral infarction and device ineffective are known potential adverse events associated with the use of the revive se device and are listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that thrombus age and composition, medication regimen and target lesion anatomy may have contributed to the reported events. No further action is needed at this time.

Event description:
It was reported by a healthcare professional that a patient had presented with a cerebral infarction post-procedure where a revive se (frs21452299/t10102) was used. This is female with no history of the cerebral infarction, positive history for coronary stenting. On (B)(6) 2016, the patient developed left cerebral infarction middle cerebral artery (m2) and was hospitalized. Prior to the thrombectomy procedure, aspects-CT: 10 points, aspects-dwi: 8 points, nihss: 6 points and tici: 0 point. The proximal part of the blocked vessel was 3.0mm in diameter, and the length of the blockade are was 1.2mm. T-pa was administered, but there was no positive effect, so the revive se (complaint product) was used. A guiding catheter (9fr cello, (B)(4)) and a microcatheter (prowler select plus) were inserted. The revive se was deployed twice but the tici obtained was 1. Therefore, the revive se and the microcatheter were removed as a unit and a penumbra system was used. A non-codman microcatheter was deployed twice. However, no improvement in the tici score was noted, tici 0. No further attempts were made. Immediately following the procedure, the symptomatic bleeding (phr1) was confirmed in the left cerebellar hemisphere at the blocked target blood vessel area. The nihss: 33points. On (B)(6) 2016, mrs: 5 points, nihss: 22 points, and on (B)(6) 2016, aspects-CT: 5 points. The device is not available for investigation and no further information is available.